Event description:
Per the clinic, the patient experienced swelling and infection around implant site and subsequently was treated with oral antibiotics for 5 days (date not reported). The implanted device remains.